Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic lithotriptor hand piece was working on and off. Per the report, the transducer was replaced. The intended procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the ultrasonic lithotriptor hand piece was working on and off. Per the report, the transducer was replaced . The intended procedure was completed using a similar device . There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.